Event description:
Customer's mother reported via phone, the buttons on the insulin pump were not responding. Customer was attempting to enter a bolus when keypad anomaly was noted. Customer stated the issues started about a week ago and the device had alarmed button error on its own. Customer does not recall blood glucose level when the device alarm but stated current was 136 mg/dl. Customer stated the device might have been exposed to sweat as she goes to the gym and she carries the device in her pants pocket. Customer was advised to discontinue use of the device and revert to back up plan. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.